Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tmm4b10 (imp tm 4.1mm mtx,10mm) for evaluation. Visual evaluation was performed. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the body. DHR review was completed for the subject lot number 1252992. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252992 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. G4: premarket identification PMA/510(k) #: k113753/k112160.

Event description:
Doctor reported that the patient had 3 implants trabecular metal placed in the same session on the mandible. 2 of them in quadrant 3 and one in quadrant 4. 9 months after the placement, the patient complained and referred some pain for the implant in the quadrant 4. The next day when he came at the dental office, he had half of the implant and the crown together in a napkin. The doctor took an x-ray and he saw that the implant was fractured and had to remove the other half. Patient will return to place a new implant.